Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via manufacturer representative regarding a patient receiving bupivacaine [37000 mcg/ml] at a rate of 9993 mcg/day, clonidine [1480 mcg/ml] at a rate of 399.7 mcg/day, hydromorphone [12950 mcg/ml] at a rate of 3498 mcg/day, and ketamine [555 mcg/ml] at a rate of 149.89 mcg/day via intrathecal drug delivery pump for spinal pain. It was reported that the patient is in the ICU sedated and not responding. The hcp is questioning if there is something wrong with the pump like overinfusion but did not provide any further information. The pump was programmed to the minimum rate mode and the last pump refill was (B)(6) 2017; there were no changes or updates to the pump since then per the event logs. On (B)(6) 2017, the manufacturer representative programmed the pump back to the original settings and it was noted that the hcp didn't think the symptoms were related to the pump at this point. No further information was provided.

Event description:
Additional information was received. It was reported that the root cause of the patient being unresponsive was unknown. The pump was set to minimum rate on (B)(6) 2017. On (B)(6) 2017, the pump was set back to original rates/settings. The hcp did not think the symptoms were related to the pump but the root cause was not determined. The issue resolved and there were no further complications.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.